Event description:
A patient reported blood glucose results of "30 mg/dl, 50 mg/dl, 250 mg/dl, and 170 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.